Event description:
The reporter stated that while priming the contrast line with gravity, an air pocket appeared in the line. This occurred on 2 occasions. Both times, the air pocket was cleared without incident. There was no pt injury or treatment associated with these events.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not yet completed its investigation. A f/u MDR will be submitted when the investigation has been completed.